Event description:
Facility reported that there was a gross blood leak from a first use dialyzer. Arterial blood was returned. Ebl <200cc. Treatment was stopped and then started using a new dialyzer without further incident. Sample was discarded by the facility.